Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Upon arrival fse confirmed the errors by viewing chromatogram results. Inspection of the device revealed that the large syringe mounting screws had fallen out and the plunger was not moving. Fse reinstalled the screws, then verified sample precision, calibration and qc results. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 service manual under chapter6- machinery, states the following: the 6.9.2 syringe unit: syringe removal. Be careful of the following points when reassembling the unit. First, loosely tighten the screws at the top of each syringe (3 each), confirm that the piston section position and the grooves of the fixtures moving the piston are aligned, and then securely tighten the screws. Do not overly tighten the screws holding the piston. After tightening by hand, tighten slightly with a hex l-wrench. Total area: the g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure; total area. Dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to a mechanical fault of the large syringe.

Event description:
It was reported that the customer received no quality control (qc) results and no total area with their g8 analyzer. Technical support (ts) instructed the customer to run one patient sample. No results or total area were received. Next, ts instructed the customer to check to see if the sampling needle assembly was bent and to run qc again. The customer called back stating that the issue persisted despite changing the sampling needle assembly. The customer also reported that the column count was 1300 and the filter had been changed on (B)(6) 2018. Ts instructed the customer to push the pump and check for leaks at the filter and column and to send chromatograms. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.